Event description:
The report indicated that the customer was taken to the ER as a result of a hyperglycemic episode (bg's ranged from 332-500mg/dl). It is unclear, however, whether or not a pod was being worn at the time of the high bg's were experienced. This is due to the fact the customer received a replacement pdm the same day the incident occurred and hadn't yet set up the pdm for use. Therefore, no pod history was available. The emergency room rn deemed the customer well enough to return home and also recommended placing a new pod. The pod will not be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplied in case of emergency.